Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to duplicate the reported issue. The stm replaced the color receiver pub as a precautionary measure. The stm then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during set up of the cs300 intra-aortic balloon pump (iabp) the display went blank and showed color lines; and when switched on remained blank. There was no patient involvement, thus no adverse event was reported.